Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad was peeling near the ¿ok¿ and ¿down¿ button prior to the ¿ok¿ and ¿down¿ buttons becoming intermittently unresponsive. Reporter stated that there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including a worn keypad. Investigation found that the keypad cover was torn. The ¿ok¿ button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under all the button contacts and the ¿ok¿ button contact was inverted. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. In addition, a crack was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.